Event description:
It was reported that while using pico 7, the pump became wet after the patient showered. All lights were turned on and the device stopped working. No further information is available.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico 7 products. There have been no further complaints reported with this failure mode in the past three years. The device was used for treatment. It was reported that the pump became wet after the patient showered. The device was not returned for evaluation. Section 9.1 of the IFU for pico 7 outlines steps for showering. As the pump is an electrical device it must be stopped, disconnected and placed in a safe location where it will not get wet. If the pump does come into contact with water it is very likely it will enter a non recoverable error state. Whilst showering the end of the tubing must be facing down so that water does not enter the tube. Based on the event details provided, a relationship between the event and the device can be confirmed. The most probable root cause was determined as user variance. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.